Event description:
Catheter insertion on (B)(6) 2024. The patient was due to have his 3rd chemo on (B)(6) 2025, but the chemo was disrupted: on x-ray, they saw that the catheter had broken off about 5 cm and that the tip had lodged in the heart. Transfer to other departments to remove it. Transfer to the or on (B)(6), extraction of catheter fragment and removal of pac material and fitting of another implantable chamber

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in june 2024. Summary of investigation: the involved device nor the x-ray pictures were returned for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred 9 months after implantation. Conclusion: without element for investigation, the root cause cannot be defined. However, it is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access port. It is a rare incident with celsite access ports. No actions plan is foreseen at that time.

Event description:
Catheter insertion on (B)(6) 2024. The patient was due to have his 3rd chemo on (B)(6) 2025, but the chemo was disrupted: on x-ray, they saw that the catheter had broken off about 5cm and that the tip had lodged in the heart. Transfer to other departments to remove it. Transfer to the or on (B)(6), extraction of catheter fragment and removal of pac material and fitting of another implantable chamber

Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in june 2024. Summary of investigation: -x-ray picture review: the catheter was implanted via the subclavian vein. The catheter passed throught the costo-clavicular space. No catheter rupture is visible on this picture taken before the incident. - visual inspection of the returned device: access port housing blood traces were present. Several puncture marks were visible on the silicone septum. Catheter the segment of catheter received corresponds to the proximal part of the catheter which was still connected to the exit port cannula of the access port housing. It measures around 8 cm. The extremity has ovalized, pinched, and irregular rupture facies. This proves that the catheter was pinched, crushed at this level. The distal part is missing. - dimensional measures the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Root cause the performed investigation allows to deduce that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to catheter rupture: it is the pinch-off syndrome. This is a well-known complication of the access port implantations, not imputable to the device quality. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid this phenomenon. IFU give recommendations to avoid this type of complication. Conclusion: the rupture of the catheter was due to a pinch off syndrome resulting of the implantation trajectory of the catheter. This incident is not imputable to the device. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident. No actions plan is foreseen at that time.